Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device. (Root cause of the reported event was most likely due to patient lesion morphology). Inherent risk of procedure. (Coronary vessel dissection, perforation, rupture or injury are listed in the product IFU as inherent risks associated with coronary ballooning procedures). Evaluation conclusion: device failure/lack of effectiveness related to patient condition.(root cause of the reported event was most likely due to patient lesion morphology). Inherent risk of procedure ¿ (coronary vessel dissection, perforation, rupture or injury are listed in the product IFU as inherent risks associated with coronary ballooning procedures). (B)(4).

Event description:
It is reported the physician was attempting to inflate a 3.0 x 15mm sprinter legend balloon in a heavily calcified lesion in rca. It is reported that the balloon burst at 12atm which is below it¿s rbp of 14atm resulting in a vessel dissection. The physician indicated that the event could have been due to the calcification. Subsequently, a 3.0 x 12mm nc sprinter balloon was used successfully for post dilatation.